Event description:
The customer reported to siemens eight (8) patient sample results were obtained on an atellica ch 930 analyzer. Quality control (qc) was high out of customer lab ranges after these samples were processed. After customer review of historical patient data, the eight (8) patient sample results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens healthcare diagnostics remote services center (rsc) regarding eight (8) patient sample results were obtained on an atellica ch 930 analyzer. Quality control (qc) was high out of customer lab ranges after these samples were processed. Siemens healthineers has confirmed the potential for intermittent well-to-well bias affecting the a1c_e/a1c_h assay when used on the atellica ch and atellica ci systems. Us customers were notified through an urgent medical device correction (umdc, letter achc26-06.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-06.a.ous) titled ¿potential for well-to-well bias affecting atellica enzymatic hemoglobin a1c assay results¿. The communication was directed to all customers who received atellica ch enzymatic hemoglobin a1c (a1c_e) impacted lots informing them of the issue and providing instructions the customer must follow.